Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a knee scope procedure the pump pressure was increasing and spiking on its own throughout the procedure causing over swelling of the joint. The rep stated there was not an arthrex representative present during the case, and the method of removing excessive fluid is unknown. The case was completed using the same pump, and the patient was released the same day.